Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) experienced discomfort. The reservoir was migrated. The patient noticed a bulging of the reservoir. The ipp was explanted. No further patient complications reported.